Event description:
A customer reported the xenon light of the equipment did not turn on during a procedure. An alternate light source was used to complete the case. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and replaced the faceplate printed circuit board assembly (pcba) to address the customer reported event. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. While it is not entirely conclusive, based on the investigation results, the most likely cause of the reported event is a nonconforming front panel pcba. (B)(4).